Manufacturer narrative:
The hill-rom technician found the bed's scale had been reading inaccurate weights. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician calibrated the scale to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the scale was reading inaccurate weights. The bed was located in the ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).